Manufacturer narrative:
Merge healthcare is currently waiting for additional information from the customer in order to determine the root cause of the reported problem. When the results of the investigation are available, a follow-up report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the hemo client pc rebooted during an active case resulting in a 10 minute delay. The customer reported that the hemo computer was still working and there was no harm to the patient. No other event information is available at this time. With merge hemo not presenting physiological data during treatment, there is a potential for delay in care that results in harm to the patient. However, the information reported by the customer indicates that the procedure was completed successfully once the hemo system was rebooted. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 08apr2016. During troubleshooting efforts, several items were checked by merge technical support: cpu: the cpu operated within specification. Memory: memory appeared to be working correctly. However, it was suggested by merge technical support to run a memory stress test if something was suspected to be wrong with the memory. Dvdminusrw: this component was found to be working correctly. Dvd: this component was found to be working correctly. Hard drive: the hard drive was found to be in operational condition. It was found that the reported issue affected only the client pc. It was confirmed by the customer in the initial report, event, that the hemo monitor continued to function as designed. Since the client pc and hemo monitor pc are separate units that operate independently of one another, the patient's data was still displayed. Therefore, the initial report was filed in error since there was no potential for data loss. Device labeling, hemo-5303 v9 user manual, addresses the potential for such an occurrence with statements such as, "hemo monitor pc, the hemo monitor pc stores and displays live patient data acquired through the pdm and is usually kept in the control room. Client, an individual computer (usually referred to as part of a record station) connected to the larger network and used to manage studies to a local database. The client communicates to the server via tcp/ip network. Record station - when a command is issued by touching or clicking an icon on the client pc, the hemo monitor pc responds. Physiologic monitoring is accomplished by these two computers joined via unique communication protocols." Follow up communication with the customer by merge technical support found that this issue had not occurred again and the customer could not replicate the issue themselves. A review of the customer's hemo case management within merge healthcare's internal database on (B)(6) 2018 confirmed that there have been no further call-ins by the customer concerning this issue. Revised information contained in this supplemental report includes the following: MFR site, report source: updated contact office, name/address. Date rec¿d by MFR: date new information received by manufacturer (date of case closure). If follow-up, what type: indication that this is follow-up report 1. Type of reportable event: indication of malfunction as reportable event. Device evaluated by MFR: indication of additional information and device evaluation. Evaluation codes: methods code: 20 - interoperability evaluation. Results code: 213 - no failure detected conclusions code: 71 - no failure detected, device operated within specification. Indication of additional manufacturer information is contained in this follow-up report.